Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had internal battery failure and impacted the user¿s ability to dispense medications for patients. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that internal battery had failed. A field service engineer (fse) arrived at the medstation and found the console would not boot properly. After extensive troubleshooting, it was determined that the drawer controller printed circuit board (pcb) in drawer 5.1 was defective, preventing proper medication dispensing. The fse replaced the drawer controller pcb and verified the drawer¿s operation. The entire unit was then inspected to ensure no additional issues were present, and a test for proper operation was successfully completed. The system functioned as intended after the field service engineer repaired the device.